Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, discontinued) and amikacin injection (250mg every day, discontinued) for peritonitis. On an unknown date, the patient recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of the peritonitis event was due to a leak from a non-baxter product. Based on additional information received, the baxter disposable was determined not to be a factor in the reported adverse event. The patient has been discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.